Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's fusion was not related to their scs system. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-dec-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that at some time after implant, the patient lost the stimulation pattern they had. X-rays were performed and determined that the leads had migrated from their original position. Reprogramming was performed which resolved the stimulation pattern issue. The patient could not recall any events that could have caused the leads to migrate however, it was noted that the patient did have a revision fusion after the implant, but there was no way of knowing if that had caused the lead migration. No further complications were reported or anticipated.